Manufacturer narrative:
This serves as a correction report. Sections updated as follows: h6: updated medical device problem code and investigation codes h11: updated additional MFR narrative an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high glucose alarms with freestyle libre 3 application. The customer reported signal loss, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device, os and app version restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The investigation was reassessed due to the severity of the case. During the review, it was confirmed that essential information required for a complete technical evaluation was not available. Specifically, the device make and model, the operating system version, and the application version were all unknown. In the absence of these details, a full assessment of the user¿s product configuration and contributing factors could not be completed. Based on these limitations, the investigation outcome is recorded as no resolution. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called and reported an alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system. The customer reported experiencing missing glucose alarms. As a result, the customer was not alerted of changes in glucose level and was unable to self-treat. The caregiver of the patient stated that due to not being able to obtain readings, the customer experienced brain death. No further details of the medical event were provided. Adc customer service is currently in the process of making additional attempts to gain further information. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death. Abbott diabetes care will submit a follow-up report upon completion of investigation activities.

Event description:
A caregiver called and reported an alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and was unable to self-treat. The caregiver of the patient stated that due to not being able to obtain readings, the customer experienced brain death. No further details of the medical event were provided. Adc customer service is currently in the process of making additional attempts to gain further information. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death. Abbott diabetes care will submit a follow-up report upon completion of investigation activities.

Manufacturer narrative:
This serves as a correction section g3 (date received by MFR) in follow up 2 reports as deemed invalid. Correction has been made here. An additional investigation was conducted. It was confirmed that essential information required for a complete technical evaluation was not available. Specifically, the device make and model, the operating system version, and the application version were all unknown. In the absence of these details, a full assessment of the user¿s product configuration and contributing factors could not be completed. Based on these limitations, the investigation outcome is recorded as no resolution. As submitted in follow up 1 report for this issue, the customer reported signal loss, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device, os and app version restricts the ability to identify potential causes of the customer's reported issue. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An additional investigation was conducted. It was confirmed that essential information required for a complete technical evaluation was not available. Specifically, the device make and model, the operating system version, and the application version were all unknown. In the absence of these details, a full assessment of the user¿s product configuration and contributing factors could not be completed. Based on these limitations, the investigation outcome is recorded as no resolution. As submitted in follow up 1 report for this issue, the customer reported signal loss, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device, os and app version restricts the ability to identify potential causes of the customer's reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called and reported an alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and was unable to self-treat. The caregiver of the patient stated that due to not being able to obtain readings, the customer experienced brain death. No further details of the medical event were provided. Adc customer service is currently in the process of making additional attempts to gain further information. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death. Abbott diabetes care will submit a follow-up report upon completion of investigation activities.

Event description:
A caregiver called and reported an alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and was unable to self-treat. The caregiver of the patient stated that due to not being able to obtain readings, the customer experienced brain death. No further details of the medical event were provided. Adc customer service is currently in the process of making additional attempts to gain further information. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death. Abbott diabetes care will submit a follow-up report upon completion of investigation activities.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported signal loss, after attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device, os and app version restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called and reported an alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with an unknown operating system. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and was unable to self-treat. The caregiver of the patient stated that due to not being able to obtain readings, the customer experienced brain death. No further details of the medical event were provided. Adc customer service is currently in the process of making additional attempts to gain further information. Based on the information available, it is inconclusive whether the adc device has led to or contributed to the reported death. Abbott diabetes care will submit a follow-up report upon completion of investigation activities.